Event description:
It was reported the outer cannula of this biopsy needle was noted to be bent during preparation. Another device was used to successfully complete the procedure without pt complications. The pt's condition is good. The device was rec'd, evaluated and retained by this MFR. The engineering eval indicated the cannula cutting tip was burred and mushroomed away from the cannula. The stylet tip was bent slightly down away from the cannula tip. Co is unable to determine the exact cause for this event at this time. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair. Warning: test firing the needle without stabilization may damage the cannula tip. Do not leave the needle cocked with the springs under tension until ready to use.